Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: d1, d4, e1. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and calibrated the volume cylinder, and the fse found the unit working ok. The unit was then handed over to the customer in good working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.